Manufacturer narrative:
E1 - initial reporter phone: (B)(6). H6 - evaluation conclusion codes: updated. Device evaluated by MFR: the device was returned for evaluation. A visual and tactile examination identified multiple outer sheath kinks. The device was received with the stent already deployed from the delivery system. The deployed stent was not returned for analysis no other issues were identified during the product analysis.

Event description:
It was reported that stent partial deployment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified internal carotid artery. An 8.0-36 carotid wallstent self-expanding was advanced over the filterwire for deployment. However, it was noted that despite multiple attempts, the proximal end of the stent failed to expand fully. The stent remains implanted and was not withdrawn. The procedure was ended. There were no patient complications as a result of this event. It was further reported that post dilation of the stent was performed in order to fully expand/appose to the vessel wall.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that stent partial deployment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified internal carotid artery. An 8.0-36 carotid wallstent self-expanding was advanced over the filterwire for deployment. However, it was noted that despite multiple attempts, the proximal end of the stent failed to expand fully. The stent remains implanted and was not withdrawn. The procedure was ended. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter phone:(B)(6).

Event description:
It was reported that stent partial deployment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified internal carotid artery. An 8.0-36 carotid wallstent self-expanding was advanced over the filterwire for deployment. However, it was noted that despite multiple attempts, the proximal end of the stent failed to expand fully. The stent remains implanted and was not withdrawn. The procedure was ended. There were no patient complications as a result of this event. It was further reported that post dilation of the stent was performed in order to fully expand/appose to the vessel wall.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Device evaluated by MFR: the device was returned for evaluation. A visual and tactile examination identified multiple outer sheath kinks. The device was received with the stent already deployed from the delivery system. The deployed stent was not returned for analysis no other issues were identified during the product analysis.

Event description:
It was reported that stent partial deployment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified internal carotid artery. An 8.0-36 carotid wallstent self-expanding was advanced over the filterwire for deployment. However, it was noted that despite multiple attempts, the proximal end of the stent failed to expand fully. The stent remains implanted and was not withdrawn. The procedure was ended. There were no patient complications as a result of this event. It was further reported that post dilation of the stent was performed in order to fully expand/appose to the vessel wall.